Event description:
Lab blood glucose reading = 125mg/dl. Customer's device blood glucose rteading = 186mg/dl. Customer's midication is adjusted based on weekly device readings. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.